Event description:
The customer reported that the device does not turn on and the screen is flickering. There was no reported patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device does no turn on and the screen is flickering. There was no reported patient involvement.